Event description:
It was reported that an alert for non-sustained lead noise due to post-paced t-wave oversensing on the ventricular channel was observed on a stored egm via a merlin at home transmission. The patient was asymptomatic. Programming changes were made and device remains implanted. The patient is stable.

Manufacturer narrative:
(B)(4). Product not returned.